Event description:
Leakage has occurred from the side of the cannula; one of which was related to chemotherapy spillage.

Manufacturer narrative:
Conclusions - a root cause analysis could not be determined as the sample was discarded. The device history was reviewed for the reported lot number and no irregularities were noted during the lot's manufacture. (B) (4). (B) (4).